Manufacturer narrative:
A review of the device history record traceable to the reported lot number has been performed. The device history record review indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no additional complaints for the reported issue. One probe sample was returned for evaluation for the report of the cutter not working during surgery. The sample was visually inspected and it was deemed conforming. Actuation testing was performed and was deemed nonconforming. The cutter did not fully open. Cut testing was performed and it was deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when removing the inner cutter from the needle. Wear marks were present at the bend area, the cutting edge, and down the front of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then deemed conforming. The complaint evaluation did confirm the probe would not work with the cutter not fully opening. The evaluation did indicate the probe initially actuated and it was used for a period of approximately 20 to 30 minutes, which is higher the typical vitrectomy portion for the single use probe being used. The reason why the probe stopped actuating and cutting could not be determined from this evaluation. Actuation and cut failures can occur due to surgical material causing interference between the inner cutter and the outer needle during its surgical use, as evident by the marks at the cutter bend area and down the front of the cutter surface. When the probe was disassembled and the interference eliminated, the actuation testing was then found to be conforming. The cutting edge can also become worn after being used for 20 minutes of use. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the cutter was not working and the cassette "seemed off" during a vitrectomy procedure. The cutter was replaced with a stand alone cutter and the procedure was completed with no harm to the patient. The product samples are available. Additional information was requested; however, none has been received to date.